Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "received a call from (B)(6) who have 5 broken charger, the back of the charger falling off. During the call he cannot provide the lot numbers of the chargers involved. He mentioned that he have 5 broken pieces for now. He also mentioned that one of this charger caused electrical shock to the nurse. No other information provided. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: yes."

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: back of charger falling off, causing electrical shock.